Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver initialized without a manual restart occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4)

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb connector damage. Pictures were taken. A receiver charge test was performed and failed due to the usb connector being contaminated. A receiver boot test was performed and passed. Functional tests were not performed due to the usb connector being contaminated. An internal visual inspection was performed and passed. The receiver log was downloaded and reviewed finding error related to the complaint. Confirmation of the allegation could not be determined. The probable cause could not be determined. No injury or medical intervention was reported.